Event description:
Patient had been transported to MRI for scans on transport vent. Once scans were complete, the rt attempted to turn ventilator on. The ventilator turned on but failed to start up. Rt called team leader, transported patient back to room via ambu bag and oxygen tank. Rt team leader took ventilator out of service.